Event description:
Pt reported the up and down buttons on the infusion device occasionally "jam". Infusion device was not exposed to water or electromagnetic fields. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.